Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level read high (> 500 mg/dl). The patient reports that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition upon removal of the pod from the insertion site the pods cannula was found to be bent. As treatment, the patient administered 10 units of insulin and applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. The download data shows that the device completed multiple bolus deliveries. No damages or defects were found that would cause a needle mechanism failure. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data.